Event description:
On (B)(6) 2020, a right heart catheterization was performed as routine treatment and not primarily to check the sensor. At this time no recalibration was performed, but drift was noted. The physician would like to proceed with a treatment in early 2021 to resolve the drift. However, nothing has been scheduled at this time.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Based on the reported event and the investigation performed the cause of the reported drift event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. Accurate readings were observed under the manufacturer's patient care network database.